Event description:
The customer reported to olympus, that the colonovideoscope had low angulation and wrinkles on connection tube. Upon inspection and testing of the returned device, foreign materials was found in the nozzle of the scope. This report is being submitted for the event found during evaluation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, worn out angle wire, crack/damaged of endoscope connector, shaved nozzle, objective lens cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, light guide lens was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface/object, dented/crack distal end cover, dirty on distal end cover, adhesive on bending section cover or distal sheath detached, biofilm on bending section cover or distal sheath, scratch on connection tubing, cut on insertion guide protector, dirt on grip, control unit, air/water-cylinder, suction- cylinder, electrical connector, and scope cover, dented forceps channel port, scope connector scratch, universal cord scratch, deformation of electrical connector, deformation of air/water nozzle and foreign materials in nozzle due to insufficient or incorrect reprocessing. The faulty parts were replaced and device return to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to date rec¿d by MFR. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 17-feb-2022. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was likely from insufficient reprocessing after the previous procedure. The specific root cause could not be determined at this time. Users may prevent the suggested event by handling the device in accordance with the instructions for use: "precleaning the endoscope and accessories: warning: if the endoscope and accessories used in the patient procedure are not immediately cleaned after each patient procedure, residual organic debris will begin to dry and solidify, hindering effective removal and reprocessing efficacy. Preclean the endoscope and the accessories at the bedside in the patient procedure room immediately after each patient procedure. Flush the air/water channel with water and air. Caution: to prevent clogging of the air/water nozzle of the endoscope, flush water into the air channel of the endoscope, using the aw channel cleaning adapter (mh-948) after each patient procedure. Manually cleaning the endoscope and accessories: clean the external surface_ clean the external surfaces of the insertion section: immerse the endoscope in the detergent solution. With the endoscope immersed, use a soft brush or lint-free cloth to thoroughly brush or wipe all external surfaces of the endoscope. Pay particular attention to the air/water nozzle opening and the objective lens, and ensure that all surfaces of the distal end are thoroughly cleaned. Flush the air/water channel with detergent solution. Remove detergent solution from all channels. Presoaking the endoscope: if there was excessive bleeding during the patient procedure or if precleaning could not be performed immediately after the patient procedure, presoaking the endoscope in detergent solution before manually cleaning the endoscope may be required to wet and loosen debris that has dried and hardened onto the endoscope¿s surfaces." Olympus will continue to monitor field performance for this device.